Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up and down arrow buttons were not responding. The reporter stated that the pump was not exposed to water and there was no damage to the keypad. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The other keypad buttons were responsive and had normal spring back or click. There were no hypersensitive or inverted contacts found. There was evidence of keypad contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.